Manufacturer narrative:
Additional information: during follow up, it was confirmed that the patient still has the lens implanted in the right eye. The patient did not have any other symptoms besides the blurry vision. The lens serial number was provided. Serial #: (B)(4), catalog #: zxr00u0210, expiration date: 01/15/2022, UDI #: (B)(4), device manufacture date: 01/15/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial number was not provided. If explanted; give date: unknown; not provided; however was indicated as (B)(6) 2017. Device manufacture date: unknown, as serial # was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) is planned to be explanted from the patient's right eye (od) on (B)(6) 2017, because the patient complained of very blurry and uncomfortable vision. Reportedly, the patient began complaining of these problems in both eyes (ou) at the one week post-operative appointment with the doctor. No additional information was provided.